Event description:
Related to MFR report #2183959-2012-02736. It was reported that on or about (B)(6) 2005, an ams sparc sling was implanted. It was alleged by the attorney for the plaintiff that, the plaintiff has experienced inflammation of the pelvic tissue, serious medical problems, and catastrophic injuries, required re-operations, has sustained severe and irreversible injuries, and mental and physical pain and suffering. It was also alleged that the plaintiff has undergone extensive medical treatment and will likely undergo further medical treatment and procedures, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia. It was further alleged that as a result of the implanted mesh, plaintiffs have sustained, disability, impairment, loss of enjoyment of life, and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.